Manufacturer narrative:
Follow-up # 1 date of submission 12/02/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test and fill test were performed with no failures observed and no fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #2 date of submission 01/24/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings:a review of the pump¿s history showed a loss of prime with non-zero force. There were no loss of prime alarms during investigation. The force sensor was found to be in calibration. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the user reported a loss of prime alarm occurred with multiple cartridges from different boxes. It was reported the issue had occurred for several months. The patient was able to successfully prime and give an air bolus during troubleshooting. This complaint is being reported because the alleged issue remained unresolved. There was no indication that the device caused or contributed to an adverse event.